Event description:
It was reported to boston scientific corporation that an endostat footswitch was used during a procedure on (B)(6) 2010. According to the complainant, when the footswitch was pressed, it failed to trigger the monopolar function of the generator. The procedure was completed by using another endostat footswitch. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.